Event description:
Resident was being lifted from bed with hoyer pad in place and attached to lift. Hoyer attachment strap broke when resident was approximately 8 inches off bed and resident fell back onto bed receiving abrasions to leg and forehead.